Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that during the surgery of a young patient with an extremely hard bone, the motor stopped working after a while. While analyzing the motor, the aseptic battery housing, part number 89-8521- 470-40, lot number 5014258 got open. The report is related to the aseptic battery housing that got open during surgery in the sterile area. Besides, 2 minutes of delay were reported. This time was taken to understand how this could happen. During that time, the engine cooled down and the intervention was completed. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Aseptic battery housing, part number 89-8521-470-40, lot number 5014258 was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. Design history record review was performed for this product, part number 89-8521-470-40, lot number 5014258 and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that during the surgery of a young patient with an extremely hard bone, the motor stopped working after a while. While analyzing the motor, the aseptic battery housing, part number 89-8521-470-40, lot number 5014258 got open. The report is related to the aseptic battery housing that got open during surgery in the sterile area. Besides, 2 minutes of delay were reported. This time was taken to understand how this could happen. During that time, the engine cooled down and the intervention was completed. There was no harm or injury to patient/operator reported.